Event description:
A revision surgery was planned for reasons currently unknown.

Manufacturer narrative:
Additional information has been requested and, if received, will be provided in the supplemental report.